Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Customer reports device is not available for investigation. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. The product sample is not available to perform a proper investigation to confirm the alleged defect, and determine the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "an endotracheal tube was intermittently disconnecting from the connector attached to the ventilator. In an attempt to tighten the connection, tape was placed between the connector and the tube. Subsequently, there was an occlusion and the patient became hypoxic and lost pulses, then was successfully resuscitated." Intervention reported was resuscitation.

Manufacturer narrative:
Qn#(B)(4). Corrected data: type of reportable event.corrected to 'serious injury'.

Event description:
Customer complaint alleges "an endotracheal tube was intermittently disconnecting from the connector attached to the ventilator. In an attempt to tighten the connection, tape was placed between the connector and the tube. Subsequently, there was an occlusion and the patient became hypoxic and lost pulses, then was successfully resuscitated." Intervention reported was resuscitation.